Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had rising threhsolds and sensing integrity counter (sic). The lead will be monitored and remains in use. The patient was a participant in the (B)(4) clinical study.no patient complications have been reported as a result of this event.